Event description:
Ambulance personnel were attending to a pt, condition unk. During the initial attempt at powering up the device for use, it allegedly would not turn on. The battery was replaced twice before the device successfully powered up; however, then reportedly worked fine for the remainder of the call. There were no adverse effects to the pt reported as a result of the alleged malfunction.